Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.

Event description:
Customer sent a repair request reported with an issue of "image defect", bad image. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device inspection found failure of the imaging unit, noise generated causing temporary image loss.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: device inspection noted due to the failure of the imaging unit, noise is generated and the image is temporarily unavailable. The customer reported issue could be confirmed. The bending angle is insufficient due to the elongation of the angle wire. There are curved rubber scratches caused by external factors. The curved rubber adhesive part is missing. Investigation is ongoing. This report will be supplemented accordingly following investigation.